Manufacturer narrative:
(B)(4). Concomitant medical products: 00784802301, modular neck g1, 60880035. 00801804002, femoral head, 61357247. 00630506040, liner standard, 61315782. 00620006022, shell porous, 61269962. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 00609. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent an initial left total hip arthroplasty. Subsequently, the patient was revised approximately 6 years post implantation. During the procedure significant corrosion was noted at the head/neck junction. An extended osteotomy was performed to remove the well-fixed stem as the neck was cold-welded to the stem. The osteotomy was stabilized with cerclage wires. No further intra-op complications were noted. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: g4; h2; h3; h6. Reported event was confirmed via medical records reviewed by a health care professional. Review of the available records identified the following: during the procedure, it was difficult to disengage the kinectiv neck from the stem and an extended trochanteric osteotomy was performed to the remove the construct. The osteotomy was stabilized with cerclage wires. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: a4; b7; g3; h2; h6 if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.